Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. Peritonitis was manifested by abdominal pain. The cause of peritonitis was not reported. It was reported that the patient followed all hygiene rules. The patient was treated with vancomycin (does and frequency not reported). Thirteen days after hospital admission, the patient was discharged from the hospital and antibiotic treatment was ongoing. Patient outcome was not reported. Extraneal treatment will be discontinued. The action with physioneal was not reported. No additional information is available.